Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and a brown scum-like substance came out of the vizigo. 1 hour after catheter use, after performing ablation with the varipulse catheter, when the catheter was removed from the patient's body and air was removed from the vizigo short, a brown scum-like substance came out. Since the ablation was completed, the procedure was completed as it was. No patient consequence was reported. The dilator/catheter/needle were able to move within the sheath.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
On 5-aug-2025, additional information was received indicating the ¿scum-like substance¿ was considered to be a thrombus or foreign material. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed no damage or anomalies on the device. No brown foreign material look-like or thrombus residues were found during the inspection. A device history record was performed for the finished device batch number, and no internal actions were identified. The foreign material and thrombus issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 24-jul-2025, additional information was received indicating the brown scum-like substance was not stuck to the varipulse catheter. The brown scum-like substance came out from the vizigo sheath when the catheter was removed. On 29-jul-20205, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).